Event description:
It was reported that the customer was connected during the prime process, and he pushed 80.0 units of insulin into his body. Two days later, the wife called back to report that the customer was in the emergency room with high blood glucose over 400mg/dl. The wife stated that the customer was not paying attention, and he filled the tubing while he was connected to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.